Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported issue could not be confirmed. The device was returned to the customer without inspection due to the presence of biohazard contamination, which could not be processed for evaluation. Therefore, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h4, h6, h11.